Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced hyperglycemia event on (B)(6) 2026 as infusion set was not working and was giving slow insulin. The blood glucose level was high at the time of the event and got treated with manual boluses other than insulin.the blood glucose level was high for 3-4 hours. No further information available.